Event description:
Clinical trial. It was reported that 650 days following a coronary artery stenting procedure, the pt developed chest pain requiring medical management. At the time of the index procedure, the pt presented with an acute myocardial infarction. The proximal portion of the 100% occluded, de novo 1st obtuse marginal (om1) was treated with predilation, placement of a 2.75x28mm express2 bare metal stent, and post dilation resulting in 0% residual stenosis. Three days prior to presenting to the ER, the pt experienced left-sided chest pain at rest without other symptoms. The pt presented to the ER 650 days following the index procedure with chest tightness, shortness of breath, diaphoresis, and restlessness. Cardiac markers were negative and EKG showed no changes. The following day, the pt had a cardiac catheterization which noted 55% restenosis of the om1 stent. The pt was treated medically with plavix, beta blocker, and statin. The pt remained admitted for one day due to renal insufficiency. The pt was hydrated and discharged one day following cardiac catherization. The investigator assessed this event as possibly related to the express2 stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.